Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was cracked sieve beds. Additional malfunctions were leaking tie wraps and hose clamps.